Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated, replaced and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The system failed to perform fluoroscopy. This resulted in a loss of system functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.